Event description:
It was reported that a patient admitted for admitted for ischemic stroke received an over infusion of dexmedetomidine (800mcg/200ml). The infusion was started at 03:26 at a rate of 35ml/hr (0.8mcg/kg/hour) with an intended volume to be infused of 200ml infused over 5.7 hours. At 03:42, the clinician was still assisting in room and got air in line warning on pump. At this time the infusion bag was completely empty. The patient received 200 ml dexmedetomidine in 16 minutes. The patient was snoring and not able to be aroused. The patient was unresponsive with rass of -5. Blood pressure was stable but down trending on nicardipine infusion. Oxygen therapy was applied and the patient's nicardipine infusion was weaned off. EKG was obtained to evaluate qtc, which was prolonged 500 ms. Abg identified acute respiratory acidosis with ph 7.33, and pco2 56. Intubation was attempted and high flow oxygen was supplied received a copy of the customer's medwatch (unsubmitted form with no facility number) report which states, ¿patient admitted for stroke on [redacted] and received tenecteplase at 1400. On [redacted] at 0300 he became agitated and was started on a dexmedetomidine drip. Drip initiated at 0326 at a rate of approximately 35 ml/hr. Two rns saw this rate (both in mcg and ml). At 0342 second rn was still assisting in room and got air in line warning on pump, when the pump was checked the dexmedetomidine 800mcg/200ml bag was completely empty. Patient received 800mcg/200 ml dexmedetomidine in 16 minutes (a rate of approximately 800 ml/hr). At this point the patient had snoring respirations and was unarousable to pain. Md contacted and instructed nurse to monitory closely for need to intubate, but not indicated at this time. Contacted poison control and only treatment is to wait it out. Patient intubated at 0432." Acute respiratory failure secondary to stroke as well as possible aspiration pneumonia and pre-existing upper respiratory infection with rsv. Obstructive sleep apnea/obesity hypoventilation syndrome. Patient uses CPAP at home he did have hypercapnia as well as increasing secretions and therefore was recently intubated. Uncontrolled diabetes mellitus -hemoglobin a1c 10.9.hypertension."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient admitted for ischemic stroke received an over infusion of dexmedetomidine (800mcg/200ml). The infusion was started at 03:26 at a rate of 35ml/hr (0.8mcg/kg/hour) with an intended volume to be infused of 200ml infused over 5.7 hours. At 03:42, the clinician was still assisting in room and got air in line warning on pump. At this time the infusion bag was completely empty. The patient received 200 ml dexmedetomidine in 16 minutes. The patient was snoring and not able to be aroused. The patient was unresponsive with rass of -5. Blood pressure was stable but down trending on nicardipine infusion. Oxygen therapy was applied and the patient's nicardipine infusion was weaned off. EKG was obtained to evaluate qtc, which was prolonged 500 ms. Abg identified acute respiratory acidosis with ph 7.33, and pco2 56. The patient was intubated at 0432 and high flow oxygen was supplied. Received a copy of the customer's medwatch report from FDA which states, ¿patient admitted for stroke on (B)(6) 2022 and received tenecteplase at 1400. On (B)(6) 2022 at 0300 he became agitated and was started on a dexmedetomidine drip. Drip initiated at 0326 at a rate of approximately 35 ml/hr. Two rns saw this rate (both in mcg and ml). At 0342 second rn was still assisting in room and got air in line warning on pump, when the pump was checked the dexmedetomidine 800mcg/200ml bag was completely empty. Patient received 800mcg/200 ml dexmedetomidine in 16 minutes (a rate of approximately 800 ml/hr). At this point the patient had snoring respirations and was unarguable to pain. Md contacted and instructed nurse to monitory closely for need to intubate, but not indicated at this time. Contacted poison control and only treatment is to wait it out. Patient intubated at 0432. Acute respiratory failure secondary to stroke as well as possible aspiration pneumonia and pre-existing upper respiratory infection with rsv. Patient uses CPAP at home he did have hypercapnia as well as increasing secretions and therefore was recently intubated."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified? A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.